Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he has experienced a blur in the center of his vision that was not present before surgery that has gotten worse over time. His doctor recommended glasses, but the consumer feels that glasses will not fix the issue. His doctor also stated there may be a problem in the back of the eye. The consumer stated he can drive, walk around and can see, but when he closes his left eye he sees a blur in the center. He can see peripherally and things are clear. A questionnaire was received from a doctor who reported there is no issue with the iol. The patient has vitreous condensation, a possible small vitreous hemorrhage , vitreous degeneration and has an upcoming appointment with a retina doctor.

Manufacturer narrative:
The root cause was determined to be a coincidental event related to patient condition as it states in the file that in the surgeon's opinion, what cause or contributed to this event was " vitreous condition, possible small vitreous hemorrhage". Based on this information, the device did not cause/contribute to the event. The manufacturer internal reference number is: (B)(4).